Event description:
The customer reported that they system was shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. However, no conclusion can be drawn as further repair information is unavailable.